Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the service technician reported the membrane panel was worn. The service technician also reported the standby button and "abc" button were cracked and missing pieces. No other details regarding the nature of the event were provided. Since the event occurred at the service center, there was no pt involvement during this event.